Event description:
The ins had reached end of service (eos). During the ins replacement surgery, when the physician disconnected the lead from the ins, a break was found in the lead. It was noted that the physician had not used any force or pulling on the lead. The lead was also replaced. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3093-28 lot# v007428 implanted: (B)(6) 2006 explanted: (B)(6) 2012. Extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2012 . Programmer model 3031a serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the lead revealed the outer insulation of the body separated at a butt joint at the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.